Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome¿ device was used in the ampulla of vater during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2017. According to the complainant, during procedure, the cutting wire of the truetome device separated from the catheter and detached inside the patient. Reportedly, the detached piece was successfully retrieved from the ampulla of vater using forceps. The procedure was completed with a second truetome device. There were no patient complications reported as are result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire broken and blackened. The broken part was not returned. In addition, the distal and proximal pierce hole was torn and blackened. A functional analysis could not be performed due to the condition of the returned device. The complaint was consistent with the reported event of cutting wire broken. It is most likely that an excess of voltage applied during the procedure could cause the failures noted. Based on the device condition, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a truetome¿ device was used in the ampulla of vater during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2017. According to the complainant, during procedure, the cutting wire of the truetome device separated from the catheter and detached inside the patient. Reportedly, the detached piece was successfully retrieved from the ampulla of vater using forceps. The procedure was completed with a second truetome device. There were no patient complications reported as are result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.